Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient in a trial receiving an unknown drug. The patient's pertinent medical history was not provided at the time of this report. It was reported during the removal of the trial catheter, a portion of the catheter remained in the intrathecal space. The catheter being removed led to the issue. A computerized tomography (CT) scan was performed as diagnostic/troubleshooting. The patient was taken to surgery on (B)(6) 2015 for an exploration with catheter retrieval. During the surgery, the physician was unable to locate the remaining intrathecal catheter. The procedure was aborted. The issue was not resolved at the time of this report. The patient status at the time of this report was unable to be obtained. If additional information is received, a follow-up report will be sent.